Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. The reporter stated the pump emitted a call service 070-00000-134 alarm that was not able to be cleared from the pump. The reporter stated the pump had been worn while swimming the day of the call service alarm issue, but denied any damage to the pump and stated there was no visible moisture in the pump. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.